Event description:
Brand new patient tested on suspect device, inr=>8.0 laboratory sample ran and inr=5.8. Controls were stated to be within range. Patient was instructed to without coumadin/warfin therapy for 2 days. Treatment was base don both device reading.